Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. This event was originally reported in MDR#: 3006260740-2024-08026. Due to additional information received, an individual MDR is being now being submitted.

Event description:
Customer reported the catheter kinked 13 days after insertion. The catheter was inserted on (B)(6) 2024 in the right brachial vein with a 40 total length and 3cm left external to the patient. Catheter secured with securacath. Kink occurred near the insertion site. PICC was removed.

Event description:
Customer reported the catheter kinked 13 days after insertion. The catheter was inserted on (B)(6) 2024 in the right brachial vein with a 40 total length and 3cm left external to the patient. Catheter secured with securacath. Kink occurred near the insertion site. PICC was removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was unconfirmed as the problem could not be reproduced. A single radiographic image of the left upper arm was returned for evaluation. A left-sided placed PICC was present. Overlapping of the catheter tubing was seen. A kink, bend or loop in the catheter shaft could not be verified from the returned image. This complaint will be recorded for future trending and monitoring purposes.